Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a adapter of bd¿ nexiva was separated from tubing before use.

Manufacturer narrative:
Investigation summary: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. DHR review was performed on lot number 8235504. The lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Quality notification for (kinked tubing) and quality notification for missing print on the package were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Investigation conclusion: given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. Root cause description: since the defective unit was not returned for evaluation and testing, root cause cannot be confirmed. Rationale: the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA (B)(4) has been initiated to further investigate this issue.

Event description:
It was reported that a adapter of bd¿ nexiva was separated from tubing before use.